Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces and moisture damage on electronic assembly. Device was received with missing display window cover and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer also reported that the insulin pump buttons were sticking for more than 3 minutes. Customer stated they can see fluid under the lcd. Customer did not receive a battery failed alarm. The insulin pump will be returned for analysis.